Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of hypoglycemia resulting in hospitalization. Low blood glucose was treated using carbs. No further information available.